Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy procedure for the treatment of ischemic stroke in the right internal carotid artery (ica), the subject experienced distal embolization within the same vascular territory. The procedure involved the use of an aspiration catheter and a stent retriever, with access through the femoral vessel. The subject also experienced a ph1 hemorrhagic transformation stroke/hematoma on the same day as the procedurethe sponsor assessed these events as possibly related to the index study procedure. The nihss score remained at 14 post-procedure, and the tici score improved from 0 to 3. There was no alleged product issue reported. It was unknown if there was any patient involvement or complications as a result of the event.

Event description:
Additional information received reported the adverse event recovered with sequelae on (B)(6) 2025. Craniectomy procedure was done on (B)(6) 2025 to resolve the stroke and embolization. The stroke and embolization is not related to the procedure because it is cerebral edema due to a cerebral infarction that has already occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.